Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It is reported foreign matter. Event description: 0.9% sodium chloride injection. Bd posi flush 10ml syringe. Ref 306547 lot 5031690 exp: 12/31/2027 foreign substance/mold under cap after seal was broken. Bd informed 07/21/2025 case number: (B)(4) patient in question did not use product. Patient noticed before use.

Manufacturer narrative:
(B)(4) follow up a device history record review was completed by our quality engineer team for provided material number 306547 and lot number 5031690. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect similar issues during the production process. Further action has not been determined necessary at this time.